Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit's tube was bent. The patient presented alveolar hypoventilation and a replacement of the tube has been done to guarantee the ventilation.